Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin pump primed properly, no prime fill anomaly was noted. The insulin pump was minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was pushing out too much insulin. The customer reset and rewound the insulin pump but it was squirting too much insulin during the manual prime process. Insulin continued to drip after letting go of the act button during the prime process. The customer was unable to successfully prime the infusion set. The customer was hypoglycemic throughout the day. Customer's blood glucose level was 1.5 mmol/l. The customer treated their blood glucose with juice and food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.